Event description:
Remote box w/arm r. Control arm clamp assm. Consumer states via e-mail that her chair moves on its own. Dealer has not sent electronics in for repair, could not duplicate failure in their shop.